Event description:
A user facility voluntary medwatch was received which stated the following: ¿liver transplant. I accessed the 3-way stopcock on the patient¿s central venous pressure (cvp) (brown port) on her left internal jugular (ij) central line to administer 0900 intravenous pyelogram (ivp) medications for the patient. I detached the IV tubing connected to the microclave clear neutral connector. When the stopcock was open to the microclave clear neutral connector (pressure cap), the rubber inside of the pressure cap was stuck/did not spring back. As a result, an estimated amount of 6-10 ml air entered the patient¿s cvp. I quickly aspirated the air using an 10 ml syringe and had blood return. The pressure cap was changed, and the line was flushed. Patient¿s vital signs (vs) were unchanged, no c/o difficulty breathing, was no harm¿. The event occurred in picu. There was patient involvement, but no harm noted.

Manufacturer narrative:
It is unknown if the device is available for evaluation. Without the return of the sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined.